Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement clamp shipped to site 09/11/2015. Medtronic investigation of returned suspect clamp finds that the adjustment screw has been cross threaded into the clamp arm. The worn threads will not allow the clamp to thread in any further. Mechanical failure - screw cross-threaded.

Event description:
A medtronic representative reported that the site has a stripped medium spine clamp. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Further engineering evaluation found that the adjustment side of the clamp separated with slight toggling. The most distal thread of the female port on the adjustable arm appears to be slightly rolled over, preventing proper adjustment of the clamp arm. The hardware investigation concluded that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.